Event description:
The facility clinical nurse specialist advised that an upgraded loaner triple channel colleague pump had failed and indicated fail code 16:310 during use on a patient in the cardiovascular intensive care unit. The patient was 1day post open heart surgery. The medications being infused included vasopressin, primacor, and propranolol (concentration, dose rate and volume unknown). The nurse was increasing the vasopressin when the device failed. The patient¿s blood pressure dropped from the 90¿s to the low 80¿s for a few minutes. The pump was replaced, the medications restarted, and the blood pressure restored to normal levels.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 19, 2007. The device has been requested to be returned for evaluation. A follow up medwatch will be submitted upon receipt of the evaluation.the 16:310:867:0002 is due to a software ¿mailbox¿, that stores temporary data until it can be processed, becoming filled. The issue identified above has been reproduced in our facility with user interface software versions 5.09.90 and 6.13.90. Preliminary analysis indicates that this issue occurs on triple channel devices, during user programming, with three channels infusing, in specific use case scenarios. Analysis of field information and the data, event logs and the issue investigation have not shown that the issue will occur on previous software versions in the same case scenario. There is no evidence that this can occur on single channel devices. Root cause investigations are continuing.review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.